Event description:
Based on additional information received on (B)(6) 2017, this case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the other non-health care professional. This case concerns a patient (age and demographics unspecified) who received treatment with synvisc one injection and after unknown latency the patient experienced increased discomfort, painful when walking, achy down legs and joint effusion. Also device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection (indication, dose, frequency, and expiration date: not reported: lot number: 7rsl021) in the knee bilaterally. On an unknown date in (B)(6) 2017, the patient called complained of increased discomfort, joint effusion, painful when walking, achy down legs and was seen for evaluation in the office. Action taken: unknown corrective treatment: not reported for all outcome: unknown for all a pharmaceutical technical complaint (ptc) was initiated with ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on (B)(6) 2017 (both processed together with the clock start date of (B)(6) 2017). This case initially considered non-serious was upgraded to serious as the serious event of device malfunction was added with seriousness criteria as important medical event (ime). The global ptc number with ptc result was added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: this case concerns a patient who received synvisc one injection from the recalled lot and had increased discomfort, was achy down legs, painful when walking and had joint effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.